Event description:
The tech tested the pressure of the pump before starting the procedure and found that the pump only reached 10 to 15inhg instead of 20 to 25inhg. They just took their second pump and performed the procedure without problem.

Manufacturer narrative:
Service report: the pump was serviced by a penumbra sales rep and he found that the pump was working fine. He could find no issue and concluded that the hospital probably had an issue with the canister but thought it was the pump. This MDR is being filed as part of the remediation action taken as per penumbra 02/2010 update to the FDA warning letter dated 12/31/2009.